Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and dat test at 0.08740 inches. Unit had cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's daughter reported via phone call that the customer was experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was over 600 mg/dl; paramedics responded and treated the customer. Caller reported that the customer had blood glucose levels up to 468 mg/dl on the morning of the call. Blood glucose level at the time of the call was 321 mg/dl. The customer was shipped a tubing clamp; the insulin pump was replaced and returned for analysis.